Event description:
A gastric tube was inserted the day prior and it was noted that the enteric feeding tube is cracked at the guidewire bifurcation. Unable to deliver any medications/tube feedings to the patient. The device was removed and replaced with a new device with no incident. Defective device was bagged and sent to risk management. Risk management will ship the feeding tube to the manufacturer upon their request.